Event description:
The manufacturer received information from a third party service center alleging a ventilator was not delivering the set oxygen percentage. The device was not in patient use.

Manufacturer narrative:
During the evaluation of the device at the third party service center, a "service required" code was found in the ventilator's download error log. The device's oxygen blending module board was replaced to address the issue.